Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Receiver functional testing was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.